Event description:
The patient was implanted with a herniamesh t-sling cal-ts05 lot 0139 on (B)(6) 2005. Many years later legal complaint states that the patient suffered symptoms such as pelvic pain and discomfort, bowel problems, painful sexual intercourse, and other problems that have required continued treatment since the defendant products were implanted. No further information has been provided.